Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via user facility medwatch 5062190 that guide wire coating was peeling. While the 182cm choice¿ pt was being removed from the stylet, it was noted that a small piece of hydrophilic coating sheared off the guidewire tip into the renal pelvis. The urologist was unable to remove the fragment from the patient. No patient complications were reported.